Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that since scratches and damage were observed on the endoscope connector, the probable cause of breakage is external stress such as bumping during handling of the device, applying irregular load to the inner circuit board to be broken. However, the cause was unable to be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope, exhibited image abnormality, no image. There were no reports of patient involvement.